Event description:
Customer reported that he has received multiple calibration errors and change sensor alerts. Customer stated that he has had to replace three different sensors within three days; customer inserts in abdomen. During troubleshoot; it was noted that the customer does not follow the calibration protocol. Test plug procedure passed; transmitter is functioning. Customer also reported that he has been treating based on the sensor glucose readings; he was advised to do it based on the blood glucose readings. Customer stated he is not currently using a sensor and declined to troubleshoot for sensor error alerts and sensor glucose reading. Blood glucose level 238 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.